Event description:
This lead was attempted, but not implanted on (B)(6) 2011. Could not get the screw to deploy. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).